Event description:
It was reported that a flo-gard infusion pump had a broken door handle. It was not specified when in the process this occurred; however, there was reportedly no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing and a review of the alarm log were performed. A broken pump head door, which includes the handle, and a damaged latch roller were identified through visual inspection. The cause of the condition was unable to be determined. To correct the condition, the pump head door and latch roller were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.